Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen with an unknown concentration for a total dose of 970.1 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported a critical alarm was heard/occurred, but no 8840 was available. No troubleshooting could be performed due to lack of 8840. No symptoms were reported. It was reviewed to contact a local manufacturer representative to come check the pump. Event date was (B)(6) 2017. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the critical alarm was due to intermittent motor stalls. The patient experienced no symptoms. The hcp reported the pump had 26 months until the end of its battery life but it kept stalling. The pump would be replaced. In the meantime the patient received oral baclofen. At the time of the report the issue had not been resolved. The patient's weight was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. The cause (if available) is documented in the formal investigation.: eval code-conclusion 92 updated to 24. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-nov-10. It was reported that the pump was explanted on 2017 (B)(6) and returned to the manufacturer for analysis. Gablofen was being delivered with a concentration of 2,000 mcg/ml and a dosage of 703 mcg/day. The patient was not in a clinical study, the device was replaced with another device of the same manufacturer, the device was used with/in the patient for treatment, there was no patient death, and the patient recovered without sequela. It was also noted that there was on rotor study and no dye study performed. Reason for device removal was ¿motor stalls¿ that were therapy-related. The event date was reported as 2017 (B)(6). There was a ¿motor stall followed by others.¿ logs indicated there was a motor stall on 2017 (B)(6) at 22:04 and it recovered on 2017 (B)(6) at 13:39. There was a motor stall on 2017 (B)(6) at 06:14. There was a motor stall recovery at 19:01 on 2017 (B)(6). There was a motor stall on 2017 (B)(6) at 02:13. There were no further complications reported/anticipated.

Manufacturer narrative:
The previous regulatory report (#3004209178-2017-20244) stated "additional information was received from the healthcare professional (hcp) on (B)(6) 2017." The reported date should have read "(B)(6) 2017." If information is provided in the future, a supplemental report will be issued.